Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received for this system due to a high shocking impedance measurement. All other measurements were within normal limits. The caller stated that the patient will be brought in for testing if another out of range measurement is detected. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the system was also exhibiting increased pacing impedance measurements on the right ventricular channel.

Manufacturer narrative:
A revision procedure was subsequently performed and this lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.